Event description:
It was reported that a patient who was impulsive had kicked and pushed on the canopy window until the zipper separated resulting in a fall. The patient had received a broken nose which is healing. It was reported that the facility had put the wrong type of patient in this bed system. It was reported that the zipper was completely closed. After the incident, the patient was calm after a sedative was administered, and was resting quietly in the bed.

Manufacturer narrative:
Evaluation of the returned product shows that there was no damage to any portion of the canopy.